Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient required a surgical procedure to place the device deeper within the subcutaneous tissue as the patient had minimal subcutaneous fat. During this procedure the lv lead was inadvertently pulled back out of the coronary vein and back into the superior vena cava. The lead was programmed off as there is no capture of the left ventricle. The lead was capped and replaced. The patient is stable.